Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide information received from the author field (b5) and to provide an update to field (d8). The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received from the author: side effects are procedure related not equipment related.

Manufacturer narrative:
H6: health effect - clinical code 4581 is used to reflect the type 2 gastric and esophageal mucosal injury described in the literature. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Event description:
Olympus reviewed the following literature titled "sublingual nitroglycerine spray facilitates efficient submucosal tunneling during per oral endoscopic myotomy-a nonrandomized trial." Literature summary: this study describes a new method of using sublingual nitroglycerine spray during submucosal tunneling to facilitate the procedure. This study includes a cohort of 50 patients who were diagnosed with achalasia cardia on high-resolution esophageal manometry. All the procedures were technically feasible and successful without any major complications. Eckhardt¿s scores of all patients normalized after the procedure. The mean submucosal tunneling time and mean time across gej were 36.8±7.9, 14.2±2.9 in intervention group (sublingual nitroglycerine), and 50.2±8.9 and 23.0±3.6 minutes in nonintervention group, respectively. Time for each procedure was significantly less (p < 0.05) in patients who were given sublingual nitroglycerine. Adverse events: all the procedures were technically successful without any long-term complications. There was minimal mucosal injury (type 1) in three patients (intervention group 1 and nonintervention 2) that were left alone without any consequence. Two patients developed type 2 mucosal injury ( fig. 2a, b), one in each intervention group 1 (gastric) and nonintervention group ii (esophageal). Type 2 esophageal mucosal injury in noninterventional arm was noticed after myotomy. Initial closure was attempted with hemostatic clips but due to scalded surrounding mucosa defect size increased (2a). Then subsequently closure was achieved with loop and clips method. Endoloop (3 cm) was fixed at margins of defect by multiple hemostatic clips and loop was tightened by polyloop ligating device (hx-400u-30 olympus) and then released (fig. 2d). Type 2 gastric mucosal injury in noninterventional group (fig. 2b) was managed by clipping (fig. 2e). Bleeding was noticed in eight patients (intervention group 2 and nonintervention group 6) during the procedure (fig. 2c), which was controlled easily (fig. 2f). Two patients developed minimal pleural effusion, one in both group, which resolved with conservative management. Type of serious adverse events/number of patients: bleeding (8 patients). Pleural effusion (2 patients). Type 2 gastric mucosal injury (1 patient). Type 2 esophageal mucosal injury (1 patient).